Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer. Customer declined follow up from tandem technical support. No additional information was received regarding the outcome of the event.